Event description:
Continuous problems with angiocaths. Problems include: 1) difficult & painful insertions. 2) blowing veins. 3) burning sensations. 4) increased force to remove cath from stylette. 5) catheter slipping out of pt veins. 6) barb on needle, etc. Letter from MFR states: co appreciates facility's notification about the unsatisfactory experience with the product. Co is investigating facilites concern and hopes to have an explanation for them within two weeks. Co wants to resolve this to facility's satisfaction. Letter from MFR states: facility, has submitted a report concerning the novalon catheters slipping out of the pts veins. Thank you for returning the three unused units for co's analysis. Using an automated materials testing sys the samples were tested for catheter drag, catheter and needle penetration. All values were within co's specs. Based on the results of the testing of the rep samples the engineer was unable to reach a conclusion as to the cause of the reported incident. All product incident reports are logged into a database that is reviewed regularly for possible emerging trends. Facility's report has been entered into this sys, where it will be helpful in identifying possible trends and driving appropriate corrective actions and continuous improvement. Letter from MFR states: facility, has submitted a report concerning difficult and painful insertions, increased attempts, burning sensations, increased force to remove catheter from stylet, difficulty advancing the catheter and catheter back out, with the novalon product. Thank you for returning the many unused samples for co's investigation. Facility's report along with input from a few other customers, has allowed co to identify a slight increase in this particular complaint. Co's quality engineers have performed various tests on many samples in an effort to determine the source of this problem. Through testing and analysis of returned samples, co's operations group has identified some discrepancies during the mfg process. Corrective action plans have been implemented to address and correct these inconsistencies. Co is hopeful that this problem will be resolved in the very near future. Qa is aware of this report which has been entered into the complaint tracking sys. This sys identifies and monitors report trends as they arise.